Manufacturer narrative:
B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - correction. H2 correction/additional information. H6 health effect - clinical code additional.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported inaccurate cgm readings which led to a hospital visit. While at home before going to the hospital, around 10:30 am of (B)(6) 2026, the cgm was showing low, but a bgfs showed 380 mg/dl. The patient was experiencing frequent urination, disorientation, and felt like going into dka (not diagnosed). Because of the mismatch between cgm and bgfs readings and symptoms, the patient went to the hospital. Upon arrival, hospital bgfs again showed 380 mg/dl, and the cgm was showing a signal loss. The patient was treated with IV fluids and insulin at the hospital and stayed until around 8:00 pm, with a bg of 176 mg/dl upon discharge. After returning home, the patient continued to notice cgm inaccuracy. Using the same sensor, the cgm readings were below 70 mg/dl, while bgfs was around 300 mg/dl. In the early morning around 3:00 am ((B)(6) 2026), the cgm showed 80 mg/dl, while bgfs checks done three times showed about 280 mg/dl (no symptoms reported). The patient attempted calibrations; the cgm moved closer temporarily but did not stay aligned. Later during the call, a current comparison showed the cgm reading around 300 mg/dl and bgfs round 280 mg/dl. No additional medical intervention was reported. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. In the morning on (B)(6) 2026, the reported glucose values fall within the c zone of the parkes error grid. Later another comparison was done, and the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's dexcom g7 sensor using the receiver having inaccurate issues. At around 10:30am the customer is feeling "dk," going back and forth to the bathroom, so they decided to go to the hospital. She was taken by her son there. They arrive there around 10:40am. They tested the blood sugar and it was 380mgdl. At an unspecified moment, the egv was 80 mg/dl. She was given an IV then insulin shot. She stayed there for observation up until 8:00pm. She went home after with blood sugar of 176mgdl, she didn't check her g7 at that time. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient's dexcom g7 sensor using the receiver having inaccurate issues. At around 10:30am the customer is feeling "dk," going back and forth to the bathroom, so they decided to go to the hospital. She was taken by her son there. They arrive there around 10:40am. They tested the blood sugar and it was 380mgdl. At an unspecified moment, the egv was 80 mg/dl. She was given an IV then insulin shot. She stayed there for observation up until 8:00pm. She went home after with blood sugar of 176mgdl, she didn't check her g7 at that time. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.